Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for motor error during priming . Customer's blood glucose was unknown. Customer reported display scratch. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement test, active current measurement test, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. No displacement anomalies, pump error 130, pump error 37, pump error 38, or unexpected insulin flow blocked alarms noted. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.